Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 64 mg/dl and approximately thirty minutes outside the target range, and the user¿s clinician recommended a factory reset due to a suspected elevated basal rate; the user completed a factory reset and reconnected in bionic mode, and planned to discuss suspending insulin during physical therapy. Symptoms included low blood glucose. Outcomes included no professional medical intervention, no ketone testing, and no backup therapy use. Investigation included product troubleshooting and user education performed remotely. Investigation of this case revealed no device malfunction confirmed and cause of hypoglycemia unclear. It was concluded that the event was consistent with hypoglycemia of unclear cause with user able to continue therapy after reset.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.